Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including a percutaneous lead. It was reported that her stimulation was too strong using her first program and the second program provided no therapy. F/u on this matter found that the reported issues were resolved via reprogramming.